Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported a separation. The tubing set was returned to the safety department with a note that stated, "tubing broke in half." No specific event or pt details were provided; however, there were no reported adverse pt events while the device was in clinical use. Multiple unsuccessful attempts have been made to obtain additional info.